Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and receiver boot was performed and passed. Nordic bluetooth pairing test was performed and passed. Functional test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred for the g6 receiver. However, data for the g6 ios app was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.